Manufacturer narrative:
The device was returned to zoll medical corporation. The customer report was observed and attributed to a faulty transistor on the pace/defib engine board. The pace/defib engine board was replaced to resolve the report. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.